Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b1: product problem only. H1: malfunction only. A g7 pps ltd acet shell 62h, part # 010000668 from lot 3807464, was returned and evaluated against the complaint. Visual inspection was unable to identify any damage to the threads of the shell. A small piece of debris is present in the threads. The rim and inner radius exhibit scratches. The orientation feature has been deformed. Review of the device history record(s) for the shell identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04859.

Event description:
It was reported that during an initial surgery, the cup would not screw onto the impactor. This was a contributing factor in the 2.5 hour delay in surgery. Attempts have been made and additional information on the reported event is unavailable at this time.